Event description:
It was reported that this right ventricular (rv) lead was dislodged. The rv lead exhibited loss of capture and high pacing thresholds. Subsequently, the patient underwent a revision procedure and this lead was explanted. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. The rv lead exhibited loss of capture and high pacing thresholds. Subsequently, the patient underwent a revision procedure and this lead was explanted. A new rv lead was successfully placed. No additional adverse patient effects were reported.